Manufacturer narrative:
E1: name of initial reporter is unknown. E2/e3: unknown the investigation into the battery power issue has been completed. The automated impella controller (aic) was returned for investigation. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was undetermined. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported the automated impella controller (aic) experienced a battery failure (red alarm). No patient involvement.